Manufacturer narrative:
Citation: ullah w, zahid s, zaidi sr, et al. Predictors of permanent pacemaker implantation in patients undergoing transcatheter aortic valve replacement - a systematic review and meta-analysis. J am heart assoc. 2021;10(14):e020906. Doi:10.1161/jaha.121.020906 earliest date of publication used for date of event. FDA approved medtronic products referenced in the article: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of the predictors of permanent pacemaker implantation in patients following transcatheter aortic valve replacement (tavr). A total of 78 studies were included in the analysis. Medtronic (corevalve, evolut r, evolut pro, engager) and non-medtronic (various) valve types were implanted in the pooled study population of 31,261 patients. Of these, 6,212 patients required permanent pacemaker implantation after tavr. The reason for pacemaker implantation was not reported in all cases, but the mentioned indications consisted of atrioventricular block (third, second, or first degree), left bundle branch block, tachy-brady syndrome, bradycardia, symptomatic pause, sick sinus syndrome, alternating right and left bundle branch block, atrial fibrillation with slow response, and atrial fibrillation with complete atrioventricular block. No additional adverse effects were noted.